Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) underwent an implant procedure. After implanting the ipg diagnostics showed high impedances on all contacts. The patient was taken to the recovery room and brought back to the operating room later the same day. The physician disconnected the lead from the ipg, cleaned it and inserted back into the ipg 1-8 port without success. The 9-16 port was then used, but this unsuccessful as well. Diagnostics of the lead alone resulted in normal impedances. The physician decided to replace the ipg with a new one. It was noted the lead was inserted more smoothly into the new ipg than the previous ipg. Diagnostics showed normal impedances with the new ipg.